Event description:
This ICD was explanted and returned as a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeion manufactured lyra model ICD's. The battery voltage on this device fell within this device where angeion recommended explantation. Therefore, this device was explanted in 2002. This device was implanted and explanted outside of the united states.